Manufacturer narrative:
Product event summary: analysis found that the device failed functional testing for the heart wire connector and heart wire. It was also noted that the battery contacts were contaminated, there was blood residue in the battery compartment, the battery drawer was polluted with blood residue, the patient connector was broken, the cover lead was broken, the release latch and user knobs were sticky and the backside of the device was missing several parts.

Event description:
It was reported that the right connector was defective. The external pulse generator (epg) was returned for servicing. There was no patient involvement.